Event description:
Filter attachment to IV tubing occluded, fluid would not run during simponi aria infusion. Changed pumps, checked all ports and equipment. When required filter attachment was removed the occlusion was gone. Filter attachment was replaced and infusion was completed without further complication. Filter attachment part reference number b1729, lot 4799732, expiration 04/01/2025.